Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified readings on an adc device compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer reported they required self-treatment(unspecified pills) and no third party treatment was reported. There was no report of death, serious injury, or mistreatment associated with this event.